Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that an interlink continu-flo blood recipient set was leaking during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted for lot sr17h23078 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.